Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a shoulder scope procedure, the device overheated and stopped working. A backup was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The gearbox was removed from motor and the motor tested good. The gearbox appears corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.